Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch was not working" (device issue). The nurse reported the footswitch was not working during surgery. The case was delayed one hour while the staff waited for an available footswitch. The cases were then completed for the day. No patient injury was reported.

Manufacturer narrative:
The footswitch will be returned by the customer for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).